Event description:
Pt was receiving sodium chloride 0.9% (ns) at 5ml/hr. Rn connected levetiracetam ivpb to run at 400ml/hr. The primary ivf (ns) was running fast despite primary bag hanging below piggyback level. Pt received ns at 400/hr not levetiracetam. Stopped infusion and resumed levetiracetam via another channel.